Manufacturer narrative:
With concomitant medical products: 383059 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v intervals and pacing impedance variation. In addition, there was an alert for high bipolar lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.